Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but not provided. Section b3: section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to oct 28, 2025. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1: telephone number: (B)(6) section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had its haptics stuck together. The surgeon used an instrument to separate the haptics, which resulted in one haptic scratching the corneal endothelium. The following day, the patient experienced significant corneal edema. The patient status was reported as unknown at this time. Additional information was received that the surgeon has not been able to see the patient, therefore, the surgeon has indicated will not be able to finalize the report until the week of (B)(6) 2025. No other information is available at this time.

Manufacturer narrative:
Additional info: through follow-up the serial number and model number of the device was provided along with the patient's left eye was affected with the haptics sticking together. The patient was seen by an optometrist three times after surgery. Medications (combigan, muro) were prescribed. Daily activities are not significantly affected. Preoperative visual acuity: 6 9 and post-operative visual acuity: 6 12 -2. No iol removal or explantation was performed, and the symptoms persisted for two weeks. The surgeon is hopeful that the cornea will heal. No further information is available. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1959. Section a3a: sex: female section a3b: gender: cisgender woman/girl section b3: date of event: 10/22/2025 section d1: brand name: tecnis iol section d4: model number: diu100i305 section d4: catalog number: diu100i305 section d4: serial number: (B)(6). Section d4: expiration date: apr 22, 2027 section d4: UDI number: (B)(4). Section h4: device manufacture date: apr 22, 2024 section h6: health effect - clinical code: 1789 corneal scratching/damage. Section h6: health effect: impact code: 4644 medical intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.